Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "hard/red nodules and edema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 2 weeks after injection with 1 syringe of juvéderm vollure¿ xc in the peri-oral, oral commissures, & marionette the patient experienced hard/red nodules at injection site and edema in the lips where they were injected 9 months earlier. Four days after injection the patient was treated with medrol dosepak, hylenex, and a few weeks later with clarithromycin. Symptoms are ongoing.